Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the cuff test the foley catheter sterilized distilled water did not drain.

Event description:
It was reported that during the cuff test the foley catheter sterilized distilled water did not drain. Per notification from investigator on 12jan2026, it was reported that asymmetrical balloon was found during sample evaluation on 03dec2025.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received 1 all-silicone foley catheter with sample port connector, syringe and packaging label. Verified material number 2758j14, manufacturing lot number ngjz2837 and batch number mykq6355. Visual inspection noted that the balloon was inflated upon return. During testing, the catheter balloon inflated using returned syringe with 10ml methylene blue solution (3 drops 1 percent aq methylene blue per 100 ml distilled water). Concentricity of catheter balloon is 100/0. The balloon deflated 10ml methylene blue solution within 01min 11sec. This is within specification, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, e, f, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.